Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The implant fractured about 4 mm below the implant shoulder. We only received the upper implant fragment, on which nearly no bone adhesion is visible. This implies that the implant was disintegrated down to the level of the fracture. This degradation increased the lever arm and thus the forces that worked on the implant cross-section. Upon investigation of the fracture surface under the light microscope no material defect or production error was detected. Unfortunately, no x-rays of the situation were available. The prosthetic restoration, which may allow conclusions about the patient's chewing and biting habits, was not included. From our experience implant fractures occur due to asymmetrical crowns or prosthetics which lead to uneven loading. The patient is bruxer.

Event description:
It was reported that a patient experienced a dental implant loss due to an implant fracture.